Event description:
Patient presented to the physician with an infection at the ipg site. Physician brought the patient into the or, explanted the ipg, irrigated the chest pocket with antibiotic solution, applied antibiotic powder to the area, and closed. Postoperative antibiotics were prescribed.